Event description:
A (B)(4) distributor returned a monitor for an unrelated issue. Upon servicing, a reportable event was discovered. The monitor displayed service code 205 and then would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor displayed service code 205 (av messaging data corrupt) and then would not power on. The cause of the service code 205 and the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent bga connection, which was discovered through the use of a target memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective components.